Manufacturer narrative:
The initial UDI was incorrect. Corrected, UDI to (B)(4).

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that the circuit was attached to a patient following successful pre-operative checks. Upon connecting the patient, the ventilator displayed the error message ¿blocked expiratory valve¿, and no ventilation was delivered. The patient was immediately removed from the circuit and placed back on a bedside ventilator, where ventilation was restored without issues. The circuit was then dismantled, reconnected, and re-checked successfully. However, when attaching the patient a second time, the same issue occurred again. A new ventilator and circuit were obtained. After successful pre-use checks, the patient was connected, and ventilation proceeded normally without further issues. A second incident involved a different patient and a different circuit, but the same ventilator. In this case, the ventilator failed the leak test. The expiratory valve was replaced, the checks were completed successfully, and the device operated normally thereafter. The investigation to verify the allegation is still in progress.